Event description:
Healthcare professional reported a right side exchange due to concerns with the product and deflation. Device has been explanted.

Event description:
Healthcare professional reported a right side exchange due to concerns with the product and rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Additional observations: crease flat observed in the device. Observed three openings striated assessed as to surgical damage. Delamination partial in the diaphragm valve assessed as to adhesive failure. No further actions are required as the device was implanted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.